Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a leak from the crit line piece on the blood line occurred upon initiation of a patient¿s hemodialysis (hd) treatment. The complaint device was reported to not be available to be returned to the manufacturer for evaluation. Additional information requested but to date has not been obtained.